Manufacturer narrative:
Additional information: in review, it was noticed that an incorrect "4742" for the dc-cartridge damaged which should have been entered in additional to 4755. This file has been corrected in this supplemental MDR report. The following field was updated accordingly: section h6: adverse event problem: component code: 4742. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a customer had an issue with the injector of a preloaded lens and that the lens broke during the procedure in a patient's right eye. There was patient contact. A monofocal toric lens was used instead. There was no incision enlargement, no vitrectomy, no sutures done. No patient post-op injury. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not removed. Section e1: address/ city/state/ zip code: unknown/not provided. Section e1: phone number: unknown/not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 1069 (dc-lens damaged, dc-cartridge damaged). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted in the initial report submitted that the suspect preloaded lens broke during the procedure, a monofocal toric lens was used instead, needs clarification. It was clarified that ¿the lens was fully inserted into the eye and removed because it was broken; it was taken out and another lens was placed.¿ also, text in h10 submitted in the initial report about section d6a and d6b need clarification as well. Therefore, text in section h10 updated below: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Additional information: additional info. Received that per patient outcome, visual acuity s/c (without refractive correction) 20/20. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 25, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint simplicity reveal that the plunger rod was fully advanced and was damaged. No damage to the cartridge was observed. Ovd was observed inside the cartridge. The lens module was opened revealing that ovd was observed inside indicating that an excessive amount may have been used. The lens was inspected revealing that it was coated in viscoelastic residue; it was cleaned revealing surface damage, and a piece of the lens edge was broken and missing. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "cartridge damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. . Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that the 2nd follow-up report submitted had an incorrect date (apr 24, 2025) indicated in section g3 (date received by manufacturer). The correct date should be apr. 24, 2024. This supplemental report is submitted to correct this. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.